Manufacturer narrative:
Unit received with broken belt clip rails. Unit also received with noisy motor during rewind. Problem isolated to motor. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the belt clip was damaged. The customer¿s blood glucose level was 6.9 mmol/l at the time of incident. The insulin pump will be returned for analysis.